Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "wait for 60 minutes" error message after a day of wearing the adc freestyle libre sensor. No symptoms were experienced by the customer, however she had contact with the healthcare provider and an unspecified reading was obtained on the hcp meter. Customer was diagnosed with hypoglycemia and she was treated with crackers and orange juice. Customer additionally reported that she was "admitted on (B)(6) 2020 due to unspecified reason and discharged on (B)(6) 2020". There was no report of death or permanent impairment associated with this event.